Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6, h8.

Event description:
Healthcare professional later reported patient had a non-device related viral infection at the time the swelling started. Everything had disappeared by the next day.

Event description:
Healthcare professional (hcp) reported that a patient was injected six months ago with 2ml juvéderm® volux¿ in the chin and 1ml [unspecified] juvéderm® volift¿ nasolabial fold. Patient "developed a swelling from nasolabial to the chin" about a week ago after an infection (covid negative) for 24 hours. The next day, patient has developed a swelling in the lips (treated years ago elsewhere with unknown dermal filler). Swelling has disappeared the next day." This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "infection", deemed not device related, is considered an unexpected adverse drug experience.

Manufacturer narrative:
Abbvie medical safety has determined non-device related viral infection is considered minor in severity; therefore, not reportable.

Event description:
Abbvie medical safety has determined non-device related viral infection is considered minor in severity.